Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board (acb) was replaced to resolve the issue. No report of patient involvement. (B)(4).

Event description:
The hospital reported that they were not able to use the system because it did not start up. There was no report of patient involvement.